Event description:
New information noted that the patient's right ventricular lead also exhibited loss of capture. The lead was attempted to be revised on 26 jul 2019 but was unable to due to patient anatomy. The patient's condition was stable after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the patient's right ventricular lead was successfully capped and replaced on (B)(6) 2019. The patient's condition was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. Upon device interrogation, the patient's right ventricular lead exhibited non-sustained right ventricular oversensing episodes due to unspecified oversensing as well as increased pacing impedance. Programming changes were made to deactivate the lead. No further intervention was reported. The patient's condition was stable throughout the event.